Manufacturer narrative:
Laboratory analysis summary the device related to the reported events of capsular contracture and rupture was received on march 27, 2026 with lot number 1698332. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis wear abrasion, creases and non penetrating nicks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported capsular contracture baker grade iii treated with singulair. This record is for the left side. The device was explanted. Capsulotomy was performed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d1, d4, g1, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii. Patient was prescribed singulair. Capsulotomy was performed.